Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. It was reported that the physician did not remove and inspect the catheter after multiple inflations. Per hyperglide instructions for use (IFU): "after multiple inflations, the catheter and guidewire should be removed and inspected. Verify the performance of the balloon and inspect for presence of clot at the tip or inflation holes" and "do not withdraw the guidewire to deflate the balloon, instead pull negative on the syringe to deflate." Additionally, the distal emboli is most likely caused by prolonged insertion and is a known adverse events. Thromboembolism is a known inherent risk of procedure and is documented in the hyperglide IFU: "thrombus formation and release, increasing with prolonged insertion."

Event description:
Medtronic received report that a hyperglide balloon was difficult to deflate after the fourth inflations. The patient was undergoing treatment for a ruptured wide-necked carotid artery aneurysm. The patient's anatomy was reported to have been very tortuous as the patient was a very elderly individual. The hyperglide balloon was inflated and deflated 3 times without any problems. After the 4th inflation, the physician attempted to deflate the balloon with the syringe, but the balloon would not deflate despite several attempts. The physician decided to withdraw the guidewire and was able to deflate the balloon and remove it from within the patient. At the end of the procedure, the physician found a distal embolism within a small distal branch. The physician injected abciximab and the embolus disappears. The physician reported that the patient had a temporary facial paralysis. The patient was reported to be doing well.